Event description:
A zeiss field service engineer (fse) was servicing the iolmaster 700 at a customer site for a cracked headrest. During the system checkout of the device, the fse noticed that the test eye value was out of tolerance. There is a discrepancy in the axial length(al) measurement of 0.099 mm. This corresponds to a deviation of up to 0.5d in surgical outcome (al +0.3mm = -1d. Al 0.099 mm = -0.33d). The device was taken out of service. Customer confirmed there was no surgical surprises nor any negative impact on any patient (like lens re-implantation).